Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had been in the clinic with phrenic nerve stimulation and had vectors changed to the left ventricular (lv) lead. The lead remains in use. No further patient complications have been reported as a result of this event.